Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to metastatic pancreatic cancer. The patient¿s lipase was moderate upon admission. Reportedly, a biliary sphincterotomy was performed prior to stent placement. There were no reported issues with the stent placement and imaging confirmed patency of the device after it was fully deployed. Twelve hours post-procedure, the patient experienced pain and pancreatitis with lipase levels of 10,000 u/l. The physician chose to conservatively manage the patient¿s symptoms due to the patient¿s age and cancer. Reportedly, the patient died a week later. In the physician¿s assessment, the patient¿s cause of death could have potentially been due to the post ercp pancreatitis. According to the physician¿s assessment, the pancreatitis may have been caused because the expanded stent may have compressed the pancreatic duct at the ampulla and the flare may be too wide for the ampullary region or the stent covering might have blocked the pancreatic duct orifice.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.